Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse began diagnostics and battery runtime test. The iabp unit indicated a full charge yet the batteries depleted. The unit shut down 17 minutes into the battery test. The fse discovered that the batteries were from a second party source (r&d batteries). The fse ordered and replaced the two batteries. Complete preventative maintenance (pm) with full calibration, functional testing and safety check to factory specifications were performed. The iabp unit passed all functional and safety tests per factory specifications; and was returned to customer and cleared for clinical use.

Event description:
It was reported that during patient transport, the cs300 intra-aortic balloon pump (iabp) shut off unexpectedly. The customer contacted getinge to request service. No patient harm or adverse event was reported.

Manufacturer narrative:
Clarification on our evaluation reported in follow up emdr #1: upon evaluation of the iabp unit by a getinge service territory manager (stm), it was discovered that the cause of the shutdown was due to failure of the batteries which were depleted within 17 minutes into the battery test. These batteries are manufactured by r&d, a third party company. The fse removed the r&d batteries, and ordered and replaced them with getinge batteries before releasing the unit for clinical use.

Event description:
It was reported that during patient transport, the cs300 intra-aortic balloon pump (iabp) shut off unexpectedly. The customer contacted getinge to request service. No patient harm or adverse event was reported. Reported via medsun #(B)(4) received by getinge on 7/29/2019: patient was transferred from the ICU to the cath lab for impella placement with intra-aortic balloon pump (iabp) in place and on battery. Upon arrival to the cath lab, the iabp console shut off. The console was immediately plugged into an outlet, the device came on but was not functioning properly. The staff was unable to palpate pulses and CPR was initiated. During the admission, the patient was admitted in cardiogenic shock, s/p st elevation myocardial infarction and underwent a mitral valve replacement and coronary artery bypass grafting x3. Post-operatively, the patient was on multiple vasoactive infusions and was extremely unstable. The impella device was successfully placed on (B)(6) 2019, but was essentially a last ditch effort. The patient expired on (B)(6) 2019, post-operatively day 4. The iabp failure was not believed to be a contributing factor in the patient's death.

Event description:
It was reported that during patient transport, the cs300 intra-aortic balloon pump (iabp) shut off unexpectedly. The customer contacted getinge to request service. No patient harm or adverse event was reported. Reported via medsun #(B)(4) received by getinge on 7/29/2019: patient was transferred from the ICU to the cath lab for impella placement with intra-aortic balloon pump (iabp) in place and on battery. Upon arrival to the cath lab, the iabp console shut off. The console was immediately plugged into an outlet, the device came on but was not functioning properly. The staff was unable to palpate pulses and CPR was initiated. During the admission, the patient was admitted in cardiogenic shock, s/p st elevation myocardial infarction and underwent a mitral valve replacement and coronary artery bypass grafting x3. Post-operatively, the patient was on multiple vasoactive infusions and was extremely unstable. The impella device was successfully placed on (B)(6) 2019, but was essentially a last ditch effort. The patient expired on (B)(6) 2019, post-operatively day 4. The iabp failure was not believed to be a contributing factor in the patient's death.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformities related to the reported event were noted. Upon evaluation of the iabp unit by a getinge service territory manager (stm), it was discovered that the cause of the shutdown was due to failure of the batteries which were depleted within 17 minutes into the battery test. These batteries are manufactured by r&d, a third party company.

Event description:
It was reported that during patient transport, the cs300 intra-aortic balloon pump (iabp) shut off unexpectedly. The customer contacted getinge to request service. No patient harm or adverse event was reported. Reported via medsun #0500390000-2019-8001 received by getinge on 7/29/2019: patient was transferred from the ICU to the cath lab for impella placement with intra-aortic balloon pump (iabp) in place and on battery. Upon arrival to the cath lab, the iabp console shut off. The console was immediately plugged into an outlet, the device came on but was not functioning properly. The staff was unable to palpate pulses and CPR was initiated. During the admission, the patient was admitted in cardiogenic shock, s/p st elevation myocardial infarction and underwent a mitral valve replacement and coronary artery bypass grafting x3. Post-operatively, the patient was on multiple vasoactive infusions and was extremely unstable. The impella device was successfully placed on (B)(6) 2019, but was essentially a last ditch effort. The patient expired on (B)(6) 2019, post-operatively day 4. The iabp failure was not believed to be a contributing factor in the patient's death.

Manufacturer narrative:
Upon review of this complaint event, it was also previously reported by the getinge service territory manager (stm) that prior to may 3rd, 2019, the faciltity's biomed with no getinge training was servicing the unit. In addition, preventative maintenance (pm) was last performed by a getinge engineer on the iabp on may 20, 2019.